Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of the device. The reload was stuck on an egiaadapt and the adapter was broken off. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged reload adapter may occur due to over flexure of the reload while attached to the instrument or applying excessive force to the reload and adapter while attempting to load or unload the reload. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a robotic laparoscopic open procedure. There was no problem loading the adapter onto the handle or loading the reload onto the adapter. There was a problem unloading the device. The jaws locked and the proximal end of the reload broke inside the distal tip of the adapter. The stapler was able to fire. There was no patient harm. The patient status is alive, no injury. The device sterilization method is autoclave and the type of cleaning is manual.